Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm. A 9.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 18 atmospheres the balloon ruptured. The procedure was completed with another of the same mustang balloon catheter. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm. A 9.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 18 atmospheres the balloon ruptured. The procedure was completed with another of the same mustang balloon catheter. No patient complications were reported and the patients status was stable. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the proximal edge of the proximal markerband and extending distally to the distal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.